Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Refractive surprise and excessive vault was noted. Customer is currently under consultation.

Manufacturer narrative:
Corrected data/additional information: corrected to adverse event. Stated excessive vaulting. Supplemental information received stated no excessive vault occurred. Previous "other" section: stated incorrect diopter. Actual diopter is -6/+2.5/10. Previous exp date is incorrect. Previous manufacture date incorrect. (B)(4).